Manufacturer narrative:
Explant was reported to be due to valve degeneration. Investigation at abbott found pannus ingrowth on the inflow and outflow surfaces of leaflet 2. The sewing cuff and stent post 2 were distorted during explant. No acute inflammation or significant calcifications were present. All three leaflets were of normal thickness. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation could not be conclusively determined.

Event description:
On (B)(6) 2015, a 19m trifecta valve was implanted. Three years later on (B)(6) 2019, the device was explanted where it was observed the left coronary leaflet was calcified and the two other leaflets were thickened. No tear was observed. The device was replaced with a 19mm trifecta gt. The patient remained stable throughout the procedure.

Event description:
On (B)(6) 2015, a 19m trifecta valve was implanted. Three years later on (B)(6) 2019, the device was explanted where it was observed the left coronary leaflet was calcified and the two other leaflets were thickened. The device was replaced with a 19mm trifecta gt and the patient is reported to be stable.